Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: h6(health effect code), b5. A getinge field service engineer (fse) found logs show error code 117, 118, 119. Customer denied quote for repair. Trading unit in for teleflex replacement. H3 other text : repair is not done by getinge.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is displaying error code 118. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is displaying error code 118.

Manufacturer narrative:
Corrected data: b5, e3 updated data: b4, g3, g6, h2, h10, h11

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is displaying error code 118.